Manufacturer narrative:
The pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at subacute rehabilitation facility when the site received a call on (B)(6) 2017 indicating that the patient was exhibiting hematuria and increasing lactate dehydrogenase (ldh). The patient's international normalized ratio (inr) was therapeutic. There was no report of abnormal pump parameters or controller alarms.  Controller log files were not sent in during the admission. The patient was admitted and started on intravenous (IV) heparin.  The clinical team suspected pump thrombus, however, it was never confirmed. The patient did not have a recent illness that may have precipitated pump thrombus. Additionally, the patient had no significant history regarding pump thrombus, but did have an ischemic cerebrovascular accident on postoperative day three (previously reported). The clinical team did not attempt tissue plasminogen activator (tpa) due to the patient's history of stroke. Cardiovascular (cv) surgery was consulted, but the patient was refusing a pump exchange. The patient's ldh began to decrease while on heparin and warfarin was reinitiated.  The clinical team discharged the patient back to the subacute rehabilitation facility on (B)(6) 2017 for further rehab when inr was therapeutic (goal 2-3).  It was last reported that the patient is doing well. No further information has been provided.